Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-may-2023 . H6: investigation summary a device history record review was completed for provided material number 309050 and lot number 2212151. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) video sample and one (1) physical sample were returned for evaluation by our investigative team. Through examination of the samples, the reported defect of air entry was identified. It has been determined that this incident resulted from damage to the plunger lip component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported while using bd discardit¿ ii syringes air entered the line. This occurred once in lot 2212151 and twice in an unspecified lot. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: one of our ides has encountered a problem with a 5 ml syringe (ref 309050, batch number 2212151 exp 11/2027) when preparing a syringe for botox injection. She has sent us the attached video, and believes that air is coming up from the plunger of the syringe. This has happened to her with several other syringes (lot number unknown). The syringe is available for analysis at the pharmacy if needed, it is not contaminated.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2212151 d.4. Medical device expiration date: 30-nov-2027 h.4. Device manufacture date: 05-dec-2022 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit¿ ii syringes air entered the line. This occurred once in lot 2212151 and twice in an unspecified lot. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: one of our ides has encountered a problem with a 5 ml syringe (ref (B)(4), batch number 2212151 exp 11/2027) when preparing a syringe for botox injection. She has sent us the attached video, and believes that air is coming up from the plunger of the syringe. This has happened to her with several other syringes (lot number unknown). The syringe is available for analysis at the pharmacy if needed, it is not contaminated.